Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. No corrective action was generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device egia60amt (quantity: (B)(4)) has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a roux-en-y, the surgeon attempted to fire the device, but the knife immediately stopped after the motor sound was briefly heard. The jaws were opened normally, and the status indicators turned blue. The reload was replaced and the device worked fine. It is unknown if reinforcement material was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. The last known patient status is good.